Manufacturer narrative:
During failure analysis, the reported event of a bias current message was confirmed. The device was found to have a corroded cable assembly, which is most likely due to wear over time, however cleaning procedures can contribute to corrosion. The device was also found to have a visibly damaged rotor from rubbing with the attachment. The rotor damage is caused from constant rubbing between the handpiece and the attachment. This damage will cause the current bias error and will cause loss of function in the handpiece. The presence of this corrosion causing the current bias error can cause an over temp error as well and will result in loss of function in the handpiece.

Event description:
During a routine maintenance visit at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
During a routine maintenance visit at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.